Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a high blood glucose level of 230 mg/dl. Customer has mitochondrial which affects his energy levels and ability to breathe properly. The customer was treated with saline. The customer stated that their insulin pump works fine the customer did not return the product back for analysis.